Event description:
The customer reported that the pre blood pump flow rate was changed from a rate of 900ml/hr to 750ml/hr on the set rates screen. On pressing confirm and returning to the status screen, this displayed the flow rate of 900ml/hr. On reducing the flow rate to 0ml/hr, the status screen had a flow rate of 120ml/min. Various other flow rate changes were made but the discrepancy was reduced but remained at 110ml/min.

Manufacturer narrative:
The manufacturer has reviewd the treatment data files related to the reported event and the reported flow rate discrepancy has been confirmed. No blood loss or any other clinical consequences for the patient was reported as a result of the reported event, nor did the patient require any medical intervention.